Manufacturer narrative:
The event occurred two to three weeks prior to the report date. (B)(6). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) unspecified access sets came apart just below the base of the drip chamber. This was observed prior to starting the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.